Event description:
Surgeon reported that a lap-band pt felt the port tubing "snap" and it appears to be broken. Port available for return. F/u findings: pt related to company rep that when the pt bent over, a "pop" was felt and a sharp pain, which persisted. Two weeks later, the CT scan was performed and the tubing break was noted.

Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling address the reported event of pain and band leakage as follows: "there were add'l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain, band leak and port site pain."